Event description:
National complaint coordinator (ncc) reported two incidents of clotting with the psn 120 dialyzer. Incidents were noted two minutes into treatment via a tmp alarm. For each incident, treatment was stopped and blood was returned to the pt with an estimated blood loss of 50 ml. Treatment was resumed with new disposables and completed without further incident. No pt injury or medical intervention was reported per ncc. It was reported that heparin is not administered systemically prior to treatment but rather administering during treatment at a rate of 1ml/hour.